Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent sounds with ci in mid-mar-2026. No redness or swelling. Re-implantation was performed on (B)(6) 2026.